Event description:
The reporter contacted animas on 06/26/2015 alleging they were having "little bit of problem". No further information was available. There was no reported adverse event with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.